Event description:
A surgeon inquired about possible enhancement options, for one right eye case that was post operatively +0.50 sph, post prk surgery performed a year ago. Surgeon also stated that the outcome was not an issue with the machine (laser) but simply the pt's intolerance of the outcome. Surgeon declined to provide any further info about this case.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).